Event description:
It was reported that the right atrial (ra) lead exhibited undersensing. It was noted that the p-waves have steadily diminished since implant. Follow-up information confirmed that sensitivity was adjusted to get consistent p-wave sensing, but far field r-wave (ffrw) was still seen. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 694765 lead, implanted: (B)(6) 2009. (B)(4).